Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. 510k is unknown. No information has been provided to date. A device history record review was performed and there were no observations recorded in relation to the reported issue. No product sample was received; therefore, visual and functional testing could not be performed. Records were reviewed and it was observed that a corrective action was issued 15dec2017 and closed on 19oct/2018, the reported lot was manufactured on october 2017. Through the analysis of this it was concluded that the most probable root cause was related to manufacturing the main body parts dimension because it was detected that some of the dimensions exhibited lower values. As action only improvements were executed at the molding process to narrow main body dimensions to its nominal values. Awareness meeting with operators and quality inspectors about the failure mode reported on these complaints was held.

Event description:
It was reported that the device's membrane that should be closed, opens and remains open. No patient injury was reported.